Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician observed two perforations when using an ingevity lead. One perforation was in the atrium and one perforation was in the ventricle. The physician noted the abrupt extension of the helix resulted in the clinical observation. No further details around the event were provided. The status of the leads remain unknown. No additional adverse patient effects were reported.